Manufacturer narrative:
Concomitant medical devices: 5076-52, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. No further patient complications have been reported as a result of this event.